Manufacturer narrative:
:Evaluation summary : post market vigilance (pmv) led an evaluation of one single use device where in visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic right lower lobectomy procedure. The stapling devices were being used for dividing the bronchus. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, removed the stapler from the patient. Checked the device and found that the opening and closing of the stapler was normal. Replaced with another reload, but was unable to fire either. Both the manual stapling handle and reload were replaced to continue. After the procedure. Found that the staples had prefired and the shaft of the stapler was abnormal. There was no patient harm. The patient outcome is alive, no injury.